Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on the dimension exl 200 instrument. Siemens headquarters support center (hsc) completed the investigation of the event. The tni quality control, calibration and all other tni patient results were within expected values. A review of the instrument clot check data identified an atypical sample aspiration for the elevated troponin result of 0.119 ng/ml. No product non-conformance was identified with the instrument or reagent. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 system. The discordant result was reported to the physician. The same sample was reprocessed the same day, a correct result was obtained and a corrected report was issued. The patient was transferred to a sister facility for a computed tomography (CT)-angiogram and electrocardiogram (EKG). There are no reports of adverse health consequences due to the discordant, elevated tni result or due the computed tomography (CT)-angiogram and electrocardiogram (EKG) procedures.